Event description:
The following has been alleged by the pt: the pt alleges that he underwent bilateral hernia repair with the implantation of two unk bard mesh. The pt alleges that the mesh implanted on the right side was very painful and he underwent mesh explant. The pt alleges that the surgeon amputated 3 nerves, and also freed up the seminal tube and veins that were entrapped, and that he was at risk of loosing his right leg. The pt alleges that he is now experiencing the same pain symptoms on his left side. Based on the procedure performed and location, perfix plug was chosen as the most likely device used. Therefore, this complaint is being reported as an unk perfix plug.

Manufacturer narrative:
Based on the limited info provided we are unable to determine to what extent the bard device may have caused or contributed to the veins as alleged. Additional info has been requested. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up r MDR will be submitted. See MDR 1213643-2014-00050 for info related to the bard device alleged to have been implanted the pt's left side.